Manufacturer narrative:
Other text: returned device was received in damaged physical condition. During the evaluation of the device, the power was found to be intermittent. The battery holder assembly was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical ventilators/pneupac ventilators ventipac will not turn on. Unknown if any patient adverse events.